Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "fluid;" inflammation/swelling of lymph nodes.

Event description:
Patient reported for right side "fluid", "recalled implants", "experiencing inflammation/swelling of their lymph nodes", and "some fluid build up, and deformation." Patient additionally reported," "I had lumpectomy for a lump" and "the lesion abutting my implant came back positive for invasive lobular cancer" deemed not device related. The device remains implanted.